Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient¿s implanting surgeon opened the incision from the stage 1 implant and the lead cap slipped off. The surgeon reported that they always make sure the lead cap is secure before closing the incision after stage 1 implant. The patient was implanted with the extension and ins. Impedance measurements were taken and all electrode impedances were within normal range. The issue is resolved at the time of the report. No complications or further complications were reported.

Manufacturer narrative:
Analysis of the lead cap accessory, unknown serial number, found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_leadcap_acc , product type: accessory. The lead will not be returned as it remains in use. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.